Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured at 12atm. The device was completely removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported.